Event description:
It was reported that the patient¿s dexcom g7 was providing glucose readings to the dexcom app but not displaying on the ilet, consistent with signal loss to the ilet only; the agent guided entry of blood glucose values into the ilet for continued dosing and provided troubleshooting and education. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no impact to health and no need for medical care or hospitalization. Investigation included remote troubleshooting and user education focused on connectivity and data transmission between the cgm and ilet. Investigation of this case revealed a communication issue between the dexcom g7 and the ilet without evidence of hardware failure or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless communication interruption between the cgm and the ilet.